Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of drug allergy (penicillins: anaphylaxis, unknown, rash and other. Other reaction(s): asthma and/or shortness of breath swelling-throat ;fainting starts w/ itching & then throat swells closed & fainting. Other reaction(s): respiratory distress), irregular periods, induced abortion, missed abortion, augmentation mammoplasty, vaginal odour, vaginal discharge, smoker, tachycardia, hypertension, anxiety, dysmenorrhea, uterus enlarged, smoker, hematuria and menorrhagia. The patient had a family history of colon cancer (paternal grandfather) and prostate cancer. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with metronidazole as well as surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): physical exam: genitourinary: genitourinary comments: adnexa negative. No vaginal discharge. No iud strings visualized. Uterus is enlarged (8-10 weeks size). Uterus is not tender or irregular. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of drug allergy (penicillins: anaphylaxis, unknown, rash and other reaction(s): asthma and/or shortness of breath. Swelling-throat ;fainting. Starts w/ itching & then throat swells closed & fainting. Other reaction(s): respiratory distress), irregular periods, induced abortion, missed abortion, augmentation mammoplasty, vaginal odour, vaginal discharge, smoker, tachycardia, hypertension, anxiety, dysmenorrhea, uterus enlarged, smoker, hematuria and menorrhagia. The patient had a family history of colon cancer (paternal grandfather) and prostate cancer. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with metronidazole as well as surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): physical exam: genitourinary: genitourinary comments: adnexa negative, no vaginal discharge no iud strings visualized. Uterus is enlarged (8-10 weeks size). Uterus is not tender or irregular. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.